Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece. Visual examination fount the helix bent and clogged with blood/tissue. X-ray examination found the inner coil over torqued at the connector region and the helix was bent and stretched consistent with procedural damage. The cause of the reported events was isolated to the damaged helix and over torqued inner coil.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the lead helix failed to extend and retract properly. The physician did not used the lead, and a new one was implanted. The patient's condition was stable.